Manufacturer narrative:
It was reported that the alarm was working intermittently. Supplemental submitted as the investigation concluded that there was loos of integration due to loose mattress footbox wire harness. This will result in caregiver annoyance. However, this is not likely to harm the patient as they would still be supported by a structure of foam. Additionally, no fluid ingress was reported. No adverse consequence or clinically relevant delay in treatment was reported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported via repair work order that the alarm was working intermittently. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the alarm was working intermittently. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4).